Manufacturer narrative:
Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs stat results for one patient tested on a cobas e 601 module. The patient's initial troponin result was reported outside the laboratory. Based on the initial troponin result, the patient had a new sample collected "about one hour" later. The customer performed repeat testing with the samples. The patient's initial troponin result from a sample cup was 60.49 pg/ml. The patient's repeat troponin result from the primary tube was 3.00 pg/ml with a data flag. From the new sample collected, the patient's initial troponin result with the primary tube was 3.00 pg/ml with a data flag. This result was reported outside the laboratory. The patient's repeat troponin result from the initial sample cup was 3.13 pg/ml. The patient's repeat troponin result with an unknown sample was 3.12 pg/ml. The patient's repeat troponin result with an unknown sample was 3.00 pg/ml with a data flag. The troponin reagent lot number was 56661100 with an expiration date of 31-mar-2022.